Manufacturer narrative:
(B)(4). Common device name: mlr. (UDI): n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital not returning the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by hospital.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised with a poly exchange due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.